Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, debris was lodged into the air/water channel and unable to be cleared, affected part is damaged (scraped) due to repeated insertion/removal of a brush or endotherapy accessory, resin cracked, bending section rubber cracked, and angle wires were stretched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii gastrointestinal videoscope had debris lodged in the air/water channel and unable to be cleared. In addition, channel insufflation was not functioning. The event occurred during a colonoscopy with stent placement procedure. It was reported that debris in the colon suctioned through the scope, but the debris managed to obstruct the air channel by clogging it. The customer tired clearing the scope obstruction according to the scope cleaning recommendation but was unsuccessful. Furthermore, after the case, the scope was thoroughly cleaned and reprocessed using rapicide (glutaraldehyde) disinfectant but the obstruction in the air-channel remained. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the debris in the air/water channel could not be determined. What the material was could not be determined either. Olympus will continue to monitor field performance for this device.